Event description:
The biomedical engineer (bme) reported that all bedside monitors (bsms) monitored at the central nurse's station (cns) were spontaneously removed from the monitoring screen. They had not rebooted the cns and there was no power outage. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that all bedside monitors (bsms) monitored at the central nurse's station (cns) were spontaneously removed from the monitoring screen. They had not rebooted the cns and there was no power outage. They were able to add the bsms back to the cns, resolving the issue. No patient harm was reported. Investigation summary: the device logs were sent to nk for investigation. Investigation into device logs revealed that the segment master of the network the cns was connected to was changed multiple times. Time changes were also observed. Additional information was not provided by customer. Further investigation was not able to be conducted. As such, a root cause cannot be determined. Due to the findings of the logs, it is likely that the customer was experiencing an issue on the patient monitoring network. Changing of the segment master is known to interfere with normal operation of the cns as this would result in the configuration of the network changing itself. The cause is likely associated with improper configuration of the network after a change to the network was made. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns. Bedside monitors: model: bsm-6301a. Sns: (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) reported that all the beds were removed from the central nurse's station (cns) monitoring screen. They were able to add the beds back to the cns, and everything is working. They did not reboot or have a power outage. They are requesting to have the logs reviewed to see what caused the beds to disappear. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that all the beds were removed from the central nurse's station (cns) monitoring screen. They were able to add the beds back to the cns, and everything is working. They did not reboot or have a power outage. They are requesting to have the logs reviewed to see what caused the beds to disappear. No patient harm was reported.